Event description:
The customer contacted physio-control to report that their device re-boots itself. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. Physio replaced the device's power pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device re-boots itself. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.